Manufacturer narrative:
(B)(4). The cycler is expected to be returned. A follow up MDR will be submitted following the plant's evaluation.

Event description:
A peritoneal dialysis (pd) patient's nurse reported that the patient had an alarm for a heater bag issue. The neck of the supply bag was found to be bunched up. There was an unexpected white "slime" present in the supply bag. The patient reported that the bag did not have that material present at set up. During additional follow up the pd nurse reported that the patient developed abdominal pain (B)(6) 2016 and the patient's culture results had come back with a white blood cell (wbc) count of 36, the effluent was positive for gram positive cocci in clusters and rare gram negative as well. The patient was treated with 1g ancef and 1g fortaz antibiotics. He was sent home with additional doses of the same antibiotics. He was not hospitalized at any stage. The nurse reported that the patient admitted changing supply bags in an attempt to correct the alarm. This was a breach in aseptic technique. The patient has since recovered from the event and he was retrained on aseptic technique. The nurse had observed the supply bag and reports that there was white fleck material present in the solution. She could not ascertain its source or nature but reported that it may have been fibrin from the patient's effluent. Medical records have been requested.

Manufacturer narrative:
Medical records did not contain a recent history and physical, medication list or peritoneal dialysis treatment records for review. There was no documentation in the medical record that indicated a causal relationship between the liberty cycler and the patient¿s peritonitis. A culture of the peritoneal fluid showed no growth but the gram stain showed rare gram positive cocci in pairs and rare gram negative bacilli. However, the white blood cell count was only 39. There was no polymorphonuclear cell count to review. The most common cause of peritonitis is a breach in technique. In this event, the pdrn stated the patient breached aseptic technique. The reported circumstance reasonably suggests the peritoneal dialysis products did not contribute to the reported event of peritonitis.

Manufacturer narrative:
A visual inspection of the returned cycler exterior showed no sign of physical damage. The heater tray/scale was not obstructed. A simulated treatment was performed. During the simulated treatment, weighed the amount of fluid in the pseudo-patient bag after each fill, and compared the weighed fill values in each cycle with the treatment¿s programmed fill setting. The simulated treatment completed without failure. The system air leak test passed. The valve actuation test passed. The teach pumps test passed. The initial load cell value and verification was not within tolerance. After recalibrating the load cell, both value and verification were within tolerance. The voltage check passed. The heater test and temperature test passed. The patient sensor calibration check passed. There were no discrepancies encountered in the internal inspection of the cycler. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the device history record review confirmed the labeling, material, and process controls were within specification. The nurse reported that the patient admitted changing supply bags in mid treatment. This is a breach in aseptic technique.